Event description:
It was reported that the customer received a button error alarm from her insulin pump. The customer's blood glucose level was 135 mg/dl. Standard troubleshooting was performed. The customer stated she stored the insulin pump in her pocket. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
The insulin pump had an unresponsive escape button due to a corroded keypad trace. No button error alarm was noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).